Event description:
It was reported that during a vats lobectomy, an unexpected noise was heard in about 2 hours and then, the blade was broken off when the device clamped a membrane. The broken piece was retrieved from the patient with the forceps via a trocar soon. No pieces were left inside the patient. Also, the cavity was cleaned with 3000cc normal saline. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had contacted with metals when the device was used around a staple line.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. It is possible that the unexpected noise heard could be either the blade making contact with metal or plastic while activated or the solid tone emitted when the blade becomes damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.